Event description:
During a left leg angiogram with difficult access and the advancement of a 4 french micropuncture sheath, we had a piece of equipment fail. We were removing the 4 fr sheath portion which caught on tissue (calcium and/or scar tissue from multiple catheters and surgeries) and the hub broke loose from the catheter portion. After evaluation of the issue, doctor increased the size of his skin nick and using a pair of hemostats grasped the catheter portion and pulled back on the catheter and wire 10 cms allowing us to slide the catheter off the end of the wire. The catheter portion and hub were examined, and it was determined to be complete. The procedure was then continued without further issue. The equipment in question was not saved at the end of the procedure. Specific equipment was a cook medical 4fr. Stiffened micropuncture kit. Ref # g48004. Packaging was not saved, so no lot# is available.